Event description:
It was reported that the needle broke off during use with an unspecified bd 31g pen needle. The following information was provided by the initial reporter: it was reported that the needle broke off resulting in pain to the consumer. Additional information from consumer: consumer called back in after bd rep responded to email consumer feels he called in also with lot number for retail purchase of 8mm. Today no longer has the box or lot number from this item . The needle was a new needle. Never reuses. Still has the hub and the metal needle is still in his stomach. He feels not needed to visit doctor for this is just below the skin. He stated will watch the site and pull out with tweezer if he sees the needle surface. Bd in the UK notified on 2019-06-16. Verbatim from email below: email received¿2019-06-17 10:12:29: thank you kindly for providing bd ultra-fine short pen needles 31gx8mm (5/16) blu to me over the past decade. I have experienced 100% satisfaction, suggesting your quality assurance process is nearly without flaw.I had a needle break off inside me upon depressing for use. I did not have the injection at an angle. Rather, I used your product as I do every day and found the result disappointing and now quite painful. I have not been able to remove the needle yet and am experiencing what appears to be painful irritation in the area the needle broke off. I am distressed to advise you of this problem.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle broke off during use with an unspecified bd 31g pen needle. The following information was provided by the initial reporter: it was reported that the needle broke off resulting in pain to the consumer. Additional information from consumer: consumer called back in after bd rep responded to email consumer feels he called in also with lot number for retail purchase of 8mm. Today no longer has the box or lot number from this item . The needle was a new needle. Never reuses. Still has the hub and the metal needle is still in his stomach. He feels not needed to visit doctor for this is just below the skin. He stated will watch the site and pull out with tweezer if he sees the needle surface. Bd in the (B)(4) notified on 2019-06-16. Verbatim from email below: email received: 2019-06-17 10:12:29: thank you kindly for providing bd ultra-fine short pen needles 31gx8mm (5/16) blu to me over the past decade. I have experienced 100% satisfaction, suggesting your quality assurance process is nearly without flaw. I had a needle break off inside me upon depressing for use. I did not have the injection at an angle. Rather, I used your product as I do every day and found the result disappointing and now quite painful. I have not been able to remove the needle yet and am experiencing what appears to be painful irritation in the area the needle broke off. I am distressed to advise you of this problem.